Event description:
An operating room director reported that the system shut down during a surgical procedure and could not be rebooted. The procedure was aborted. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).